Event description:
It was reported by the customer that a pyxis medstation es system picu2 main 5.1 and 5.2 not detected on bus. The customer stated that the there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced drawer controller card and tested in hta and med application. The system functioned as intended after the field service engineer troubleshooted the device.